Manufacturer narrative:
Other text: b3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the unit was alarming. Patient involvement is unknown.

Manufacturer narrative:
No product was returned. The investigation determined the most probable cause to be an incomplete upload from base to head by the customer, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. Service history review identified the complaint was not related to a previous service of the device within the review period. If the product is returned this complaint will be reopened for further investigation. Email address: (B)(6).